Event description:
The pt reported that the ok and up/down arrow buttons were intermittently unresponsive on keypad. The buttons no longer spring back and click. The reporter denies exposure to moisture.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.